Manufacturer narrative:
It was originally reported that the fowler motor gears were stripped. It was actually found on evaluation and confirmed durin g investigation that the fowler section would not raise. This will result in an annoyance only issue as bed can be lowered to its lowest height using the manual CPR release which is optimal for CPR. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported that the fowler motor gears are stripping. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the fowler motor gears are stripping. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.